Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. Attempts to determine by good faith effort to obtain the information are in progress. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter and a spy ds controller were used during a procedure performed on (B)(6) 2026. During the procedure, the image of the spyscope ds ii was not displayed after the spy ds controller light was turned off. The device was plugged in and out, but the light continued to flash continuously, eventually rendering it unusable. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.